Event description:
It was reported that the ilet did not progress beyond the ¿charge ilet¿ screen when placed on the provided wireless charging pad plugged directly into a wall outlet, despite multiple hours on charge, and the user was able to proceed only after switching to a different wireless charging pad; replacement charging pad and cable were sent with expedited shipping. Symptoms included a very low device power state preventing normal operation. Outcomes included interruption of device use until charging was accomplished with an alternate pad, with no injury, no medical intervention, and no hospitalization. Investigation included a troubleshooting review with substitution testing by the user, which demonstrated successful charging with a different pad and suggested the original pad or cable was not functioning. Investigation of this case revealed a suspected malfunction of the external charging pad or associated cable resulting in failure to transfer charge to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a defective external power accessory.